Event description:
It was reported that the patient underwent revision procedure for unknown reason wherein the ipg was relocated and placed with a mesh pouch sutured into the new pocket. The patient was doing well postoperatively.